Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Yalcin mu et al. Expect the unexpected: acute and subacute coronary stent thrombosis following percutaneous thrombin injection for treatment of femoral pseudoaneurysm. Canadian journal of cardiology 30 (2014) 1732.e1e1732.e2 www.onlinecjc.ca. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced acute and subacute coronary stent thrombosis, manifested by severe chest pain and st-segment elevation in inferior derivations, six hours following the use of injection of 500 international units of floseal in an ultrasound-guided percutaneous thrombin to treat a femoral pseudoaneurysm. The patient was successfully treated with a bolus dose of unfractionated heparin, balloon angioplasty, and a bolus dose of tirofiban followed by infusion. The patient was monitored in the coronary care unit for five days with no recurrence of the pseudoaneurysm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.